Event description:
The reporter indicated that the pt came in for routine follow-up. The ICD was found to have a checksum error in inquire. The follow-up nurse printed screens and ram. A successfull backup reset was performed. The device was reprogrammed to the previous setting without incident.